Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer's mother stated, the insulin pump was unable to prime and the customer's blood glucose reading was 525 mg/dl. The customer was then taken to the hospital for high blood glucose. Nothing further was reported.